Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01189, 0001822565-2021-01191, and 0001822565-2021-01192. Concomitant medical products: : unknown right femoral catalog#: ni lot#: ni. Unknown patella catalog#: ni lot#: ni. Unknown stem extension catalog#: ni lot#: ni. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left total knee arthroplasty, the surgeon was trialing for tibial insert size when he noted that a right femoral and tibial tray had been cemented in. He attempted to implant left initial procedure implants, but due to bone loss, had to use a revision system instead.